Manufacturer narrative:
No lot number or sample were provided for this complaint. The device history record for the past three months for this product was reviewed and no abnormalities were found. The device master record was also reviewed and there have been no changes to the product since the product launch.  The reserved sample (lot # g1716-sh) was tested and everything was within the specifications.  As a sample involved in the reported incident was not available for further investigation, the root cause could not be determined at this time.  Based on the limited information provided, no additional action taken will be taken at this time. We will continue to monitor for any similar reports.

Event description:
Grey clipper head for hair removal caused razor burn to patient's groin causing bleeding and required a dressing on the site.